Manufacturer narrative:
H.6 investigation summary: one sample was provided for evaluation. Through examination of the returned product, leakage was not observed, however, the tubing did appear to expand adjacent to the catheter. This condition is not received normally, and the defect can be a user related issue, if the IFU is reviewed the device is designed for use with power injectors set to a maximum pressure. With the sample received it .is not possible to confirm the leakage issue due to this condition as it was not observed, it is also difficult to determinate this condition as a manufacturing related issue. We were not able to associate the reported defect to the manufacturing process. A DHR was not available as the batch number was not provided. The team will continue to monitor the production process for this defect and other emerging trends. H3 other text : see h.10.

Event description:
It was reported that during pre- lush the product failed with an unspecified bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: (1 of 2 complaints) it was reported that equipment failed. An IV placed by radiologist technician. During pre-flush with 10ml saline, saline was noted to be leaking out of a small hole near the base of the needle. This created an additional stick for the patient.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during pre- lush the product failed with an unspecified bd nexiva¿ diffusics¿ closed IV catheter system. The following information was provided by the initial reporter: (1 of 2 complaints). It was reported that equipment failed. An IV placed by radiologist technician. During pre-flush with 10ml saline, saline was noted to be leaking out of a small hole near the base of the needle. This created an additional stick for the patient.